Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was reported that the charger and battery levels returned without fault. As a precaution, the representative reported that the motion batteries for the imaging system were replaced. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system batteries depleted rapidly when disconnected from the imaging system. The critical battery level message when then appear. The reported issue would occur when transporting the imaging system and the system was still functional. There was no patient present when this issue was identified. No additional information was provided.